Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information there was loss of capture (loc) on this left ventricular (lv) lead. The patient indicated that it had dislodged. An attempt was made reposition the lead, but it was explanted instead. A couple of days later, an epicardial lead and adaptor were implanted. No adverse patient effects were reported.